Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: doxorubicin 14.5 ml was drawn into a 50 ml syringe with a n40 connector with a c-35 and a fluid dispensing connector with additional c-35 connector that was then attached to a n40 connector with a 30 ml syringe containing 14.5 ml of 0.9% sodium chloride with a to create a total volume of 29 ml. The leak occurred during the dilution step between the c-35 and fluid dispensing connector. Additional information: please describe any patient / hcp harm, injury, complication or medical intervention required for drug exposure. The hcp was shaken up a bit, but no physical harm occurred.

Manufacturer narrative:
It was reported that a leakage occurred between the connector and mating device. To assist with the investigation, two locking injectors, two connectors, and the fluid dispensing device were provided for evaluation. Functional testing was performed by introducing liquid from the syringe connected to the n40-o and then through the c35-o connectors attached to the fluid dispensing connector. The liquid flowed through without any leakage at the connector interfaces. Additionally, a water pressure test was conducted. This test applies air pressure through the connections and submerges them in water to check for bubbles. No bubbles were observed, confirming that no leakage occurred. A device history review was completed for lot 2501507, and no deviations or non-conformances were identified during manufacturing that could have contributed to the reported concern. The product undergoes multiple inspections throughout the manufacturing process to ensure quality and functionality, including verification of all critical dimensions such as luer threading. Results for the reported lot were reviewed, and no issues related to the event were found. Dimensional testing was also performed on the provided samples, and all measurements met specification. Based on our investigation and review of device records, we were unable to identify a root cause related to the product or manufacturing process at this time complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.